Event description:
It was reported the patient underwent a laparoscopic supracervical hysterectomy, excision of endometriosis, and an appendectomy on (B)(6) 2011 and an absorbable adhesion barrier was wrapped around the right ovary. The patient has had pain in her right side which started approximately (B)(6) 2011. The pain started as a periodic sharp pain, similar to appendix pain experienced prior to surgery. Then, about three to four months ago, the pain intensified to a constant aching/pulling sensation that does not go away which makes it difficult to sleep and sit comfortably. The patient has an appointment scheduled for a second opinion with a gynecologist that specializes in removal and prevention of adhesions.

Manufacturer narrative:
(B)(4): pain occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.